Manufacturer narrative:
An unopened and unused scissors device was received. The received sample is not the actual complained device as it is unopened and unused. The received sample was functionally and visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was not confirmed. It was found that the returned device can be activated and does not break. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A root cause cannot be ascertained without receiving the actual complained device for investigation. On the returned, unused and unopened device, the failure could not be reproduced. The attached photo indicates external force due to the condition of the blade. Without the complained instrument, this assumption cannot be further confirmed because the picture can also be deceptive. As the actual sample is not available for investigation, a root cause cannot be identified. Should the actual sample return, this complaint will be reopened and the sample will be investigated. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that one blade of an ophthalmic scissors broke during surgery upon making the first cut. There was no report of any patient harm. Additional information has been requested. Additional information received clarified that the broken scissors blade was successfully removed from the patient's eye during the same procedure. An alternate scissors was obtained in order to complete the procedure. It was confirmed that there was no harm to the patient.